Event description:
Pt had right femoral artery entry using a 18 gauge cook needle. A 4 french jl4 diagnostic catheter was advanced in the descending aorta over the wire, aspirated, flushed with contrast and then inserted into the left coronary ostia. Selective left coronary arteriograms were obtained in varying degrees of obliquity using the angulated views. In similar fashion, a 4 french jr4 catheter was advanced in the ascending aorta over the wire but we were unable to see the right coronary artery and there was a catheter malfunction. Catheter was removed. The tip of the catheter broke off. It was not seen on fluoroscopy in the pt nor seen in the bedding. Pt had no adverse symptoms and no complications. Catheter was a 4 f jr4 siteseer reference number 4a0002 lot 604679 from medtronic. Ptca with placement of stents of the mid right coronary artery, proximal lad and ptca of left posterior ventricular branch.